Event description:
It was reported that the bd micro-fine¿+ pen needle experienced cannula breakage. The following information was provided by the initial reporter: after the patient had injected insulin aspart 30 injection, when the needle of the used disposable injection pen was pulled out, the needle of the needle tube and the sheath of the needle seat were peeled off, and the needle of the needle tube was left in the insulin aspart 30 injection tube. The patient came to the hospital immediately. The patient stated that he had used insulin for 20 years and was proficient in operating insulin injections. There was no improper operation, and there had never been similar incidents before.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7pcs retention samples were checked on adhesive appearance and cannula pull force, all result meet product specification. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced cannula breakage. The following information was provided by the initial reporter: after the patient had injected insulin aspart 30 injection, when the needle of the used disposable injection pen was pulled out, the needle of the needle tube and the sheath of the needle seat were peeled off, and the needle of the needle tube was left in the insulin aspart 30 injection tube. The patient came to the hospital immediately. The patient stated that he had used insulin for 20 years and was proficient in operating insulin injections. There was no improper operation, and there had never been similar incidents before.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.